Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). At this time, it cannot be determined which if any of the devices in this event may have caused or contributed to the patients' experience therefore, the product information will be referenced. Concomitant medical products: catalog # 400140f, sliding core, uhmpwe, 6m, lot# 1427023. Catalog # 400255, talar component small left, lot# 1435081. Device will not be returned.

Event description:
Procedure was a star total ankle ((B)(6) 2016). Sales rep was made aware on 18-apr-2016 that the patient had expired (exact date not known). Patient had a massive pulmonary embolism.

Manufacturer narrative:
Referring to the product inquiry all reported items are considered primary products. Review of the device history records of the implants reported revealed no discrepancies. The items were documented faultless prior to distribution. According to the sales rep the products are ¿unavailable for return¿ since they ¿are with patient.¿ no product was complained. The issue is about the death of a patient 11 days after surgery due to massive pe (pulmonary embolism). The sales rep stated: ¿the surgeon said he believes this had zero to do with the implant and everything to do with the patient not taking their dvt [deep vein thrombosis] medication correctly." Since no product issues were reported and based on the above statement by the surgeon, review of the complaint history, labelling, nc/CAPA history and risk assessment was deemed dispensable in this case. Evaluation revealed that the root cause of the event is not linked to a deficiency of the reported devices, but is rather considered patient related. No non-conformity was identified.

Event description:
Procedure was a star total ankle ((B)(6) 2016). Sales rep was made aware on (B)(6) 2016 that the patient had expired (exact date not known). Patient had a massive pulmonary embolism.